Event description:
Patient presented to the clinic for follow-up. The device could not be interrogated. Three different programmers were used to attempt to interrogate the device but were unsuccessful. The device was explanted.

Manufacturer narrative:
No communication could be established between the device and the wand. The device was opened for further analysis. The battery was prematurely depleted. With another battery attached, the device's functionality was tested and found to be normal. An automated electrical test was performed, and no anomaly was detected. The device met all specifications. An internal short withiin the battery caused the low battery voltage and no communcation.